Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the connection from the filter to the dialysate port is disconnected from the dialysate port the reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. Therefore, the most probable root cause identified is that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the connection from the filter to the dialysate port is disconnected from the dialysate port. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable root cause identified is that a shock occurred during shipping or storage. Should additional relevant information become available, a supplemental report will be submitted.